Event description:
Customer voluntary medwatch rec'd reporting IV set leaking lipid solution. A small hole was noted, location not known. There was no harm to pt reported. No further info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for eval. It has not been rec'd. A follow up will be submitted if further info is obtained.